Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's spouse that the patient experienced an infection. The implantable pulse generator (ipg) system was explanted and ultimately replaced. No further patient complications have been reported as a result of this event.